Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the manufacturers's representative noted the device was being returned. Patient had surgery follow up on 2015 (B)(6) and was doing great.

Manufacturer narrative:
Lead ¿ visual and photographic inspection of the returned lead found that all conductors were broken with overstress damage 4.0 centimeters from the proximal end and 8.4 centimeters from the distal end. Ins ¿ inspection, automated and functional bench testing found no significant anomalies with the returned device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r5qb, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The health care provider (hcp) and the company representative reported that the patient was not receiving benefit from the stimulation so an impedance check was done. The results of the impedance check were not provided but it was noted that following this a revision was scheduled. The company representative reported that when they arrived to cover the case they could not get the implantable neurostimulator (ins) to respond to an interrogation. In the operating room under fluoroscopy it was reported a "definitive kink" in the lead could be seen just as it exited the foramen. When the surgeon opened the pocket the lead near the ins was severed and "twisted like a pretzel." The lead and ins were removed and replaced and the issue was resolved. The patient status at the time of the report was "alive - no injury." The patient's indications for use were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.